Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, and the pump battery was depleting quickly. In addition, it was reported that an auto-off alarm occurred. Customer confirmed there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the auto-off saferty feature. Customer's blood glucose was 200 mg/dl. The customer continued to use the pump for insulin therapy.